Event description:
Subsequent to the initial medwatch report, the following information was received: on the right common femoral artery, the suture of a prostyle was deployed and pre-placed without issue. The sheath was upsized to a 14f. After the tavr, the prostyle knot was successfully advanced to the vessel wall and tightened (worked as intended), however, complete hemostasis was not achieved, so a non-abbott device was also used as planned. Hemostasis was achieved with one prostyle and the non-abbott device.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a prostyle device prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, the prostyle device could not be removed. The patient was emergently taken to the operating room. The footplate was in the subcutaneous tissue. The suture appeared to be caught around the end of the device. After cutting the suture, the device slid out easily. There was significant posterior medial plaque which was slightly disturbed, and it was suspected to be the culprit. It was also noted that the footplate was stuck in the deployed position. The site was abandoned. A new perclose device was deployed on the right common femoral artery. A 26mm sheath as advanced across the aortic annulus. The tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture and a non-abbott device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. User facility medwatch report received stating [a 75-year-old f patient being brought emergently to the operating room for removal of an intraarterial foreign body in the left common femoral artery at the site of attempted perclose placement. The perclose device was not wedged in the artery by the footplate. The footplate was in the subcutaneous tissue. The suture appeared to be caught somehow around the end of the device avoiding its removal. After cutting the suture it slid out easily. There did appear to be a significant posterior medial plaque which was slightly disrupted and could have been part of the culprit. Nonetheless there were excellent pulses following repair. There were additional concerns that the footplate of the perclose device malfunctioned. A perclose device deployed in the right from arteriotomy site 26 mm medtronic corevalve was advanced across the aortic annulus. Using right ventricular pacing and ascending aortography the valve. Follow-up transthoracic echo and ascending aortography revealed excellent result which had fully deployed. The delivery system removed. The perclose device was deployed in the right from arteriotomy site. The 8 french angioseal was also placed. Hemostasis was obtained. The patient was transported to the hybrid operating room for cutdown left femoral artery for the retained perclose device. Medtronic.]

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment medwatch report #mwmw5116040na.